Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that during spco measurement on patient (intoxicated pco 20% on abg), the rad-57 showed "0" as a value. Clear intoxication. "0" value displayed.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device passed preset simulation testings. No product performance issue identified related to spco. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Corrected data: updated health professional to "yes". Corrected data: updated occupation to "nurse".